Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the customer reported issue. The main board was replaced to resolve this issue. A check clutch (reverse) issue was also found in the history. The right and left clutch, clutch spring, and motor were replaced to fix the issue.

Event description:
It was reported that there was a plunger sensor fail. Per reporter, they tried to do calibration and are still getting the same error. There was no patient involvement.